Event description:
Surgeon was using the vapr to clear the underside of the acromion and to clear bursa in the subacromial space. He did not use the vapr electrode for a prolonged period of time and lifted his foot of the footpedal frequently. Despite this, the fluid in the joint space became very hot, the electrode shaft started to melt and became bent and the patient received burns to the skin on their shoulder laterally. They report that no treatment to the burns were necessary. The default setting of 240/120 was used. Continued to use the same vapr but used it for a shorter period than would normally do.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.